Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially report by the health care professional that consumer has been using this product over years without any problems. It was reported that in the pack of six contact lenses consumer has received only with five contact lenses. On an unknown date the consumer has experienced scratch on the black part of the eye reported as corneal abrasion and ulcerative keratitis. It was reported that consumer had experienced dry eye sensation from the beginning, and she had to change lenses three times in less than one month till the day of the event with ulcerative keratitis in the right eye. Upon this experience the consumer visited ophthalmologist and was prescribed with eye drops. Culture of a lens of the sealed pack was found contaminated with three germs. The consumer has discarded the lenses, and consumer had stopped using the contact lenses. The status of the consumer¿s eye was symptoms improving at the time of this report. Additional information had been requested but had not yet been received.

Event description:
Additional information received in medical form states on biomicroscopic visual check of the right eye, superior peritarsal congestion and floating leukocoria were observed. A culture of the right eye was performed and microorganism detected was staphylococcus warneri. According to the usual antibiogram in enriched liquid medium, the microorganisms including abiotrophia adiacens, actinomyces spp, and aerococcus viridans, alloiococcus otitis, arcanobacterium haemolyticum were sensitive at less than 0.25 mg/l, while bacillus cereus, bifidobacterium spp, and clostridium difficile showed resistance at greater than 4 mg/l. The staphylococcus warneri antibiogram showed the isolate was sensitive to penicillin g, ampicillin, cefotaxime, ertapenem, imipenem, and meropenem based on e-test (epsilometer test) mic (minimum inhibitory concentration) values, while vancomycin showed intermediate susceptibility at 1¿2 mg/l. The consumer was prescribed with tobramycin eye drops with a frequency of every hour, systemic antibiotic suspension. Suspend refractory eye drops and alternate vigilaràs with tobrex every 6 hours. No further information has been received at the time of this report. Additional information received in the form of another medical form stating that the keratitis has been resolved, the anterior chamber was reactive previously. As per the recent medical form, a reevaluation of ulcerative keratitis in the right eye was conducted, clinical findings shows improvement in subjective sensation, persistent lesion with stromal bulging, fusiform positive staining defect, diffuse epithelial infiltration in 360°, no satellite lesions, rounded appearance. The treatment initiated with reinforced eye drops with vancomycin + ceftazidime and chlorhexidine (B)(6). Broilene requested. Moorfield's protocol was followed for treatment, from day 1¿2: eye drops were applied every hour, day and night, from day 3¿5: eye drops were applied every hour during the day, with a night rest of 4¿6 hours, from day 6¿30: eye drops were applied every two hours during the day and thereafter, the frequency was gradually reduced based on clinical evolution to four times per day (for several months), followed by further tapering. The next control was scheduled within 48 hours. No additional information requested at the time of this report. Nsubramanian

Manufacturer narrative:
New information received b5, h6, a1 and b6 updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
With this additional event of erosion, eye infections and chemosis in h6, the investigation conclusion remains same as previously submitted mdf 3006186389-2025-00020. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Fields updated corrected data b5, h6. The manufacturer internal reference number is: (B)(4).

Event description:
The consumer has experienced corneal erosion. There will be no change in the reportability. Additional information has been requested but not yet received.